Manufacturer narrative:
Complaint city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy mr, ous, 3.5x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent od (outer diameter) of the undamaged proximal section was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the distal end of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jul-2017. It was reported that crossing difficulties were encountered.   The 83% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). Following predilatation with a 2.0 x 15mm non-bsc balloon, a 3.50 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.